Manufacturer narrative:
Unit alarmed compromised force system sensor during displacement test due to motor with excessive axial play. Unable to verify motor error alarms or perform displacement test due to alarms. Unit received with minor scratched display window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 489 mg/dl at the time of incident. Troubleshooting was done for alarm but customer indicated that pump is unable to exit the priming loop. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.